Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying error code 111d ((cbit) check vent: mc (motor control) pcba (printed circuit board assembly) adc (analog to digital converter) failed). The device was in clinical use when the issue occurred; the patient was moved to a different system. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying error code 111d ((cbit) check vent: mc pcba adc failed). During troubleshooting, six consecutive measurements of the adc were performed, and the output was greater than or less than 23 counts. The biomedical engineer reported that the device's air inlet filter was clogged. After replacing the filter, the issue was no longer replicated.